Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified a poor connection on the circuit boards within the host pc. The fse carried out necessary repairs and restarted the system several times. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.